Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were changing their battery that morning and the metal piece of the battery piece flew off. Now the pump will not work. Customer's blood glucose was 152 mg/dl. After troubleshooting, display screen did not return. Advised the customer to remove the battery. They received an insert battery alarm on the pump screen. Customer said that the battery contacts on the battery cap were missing. Customer was advised to discontinue use of the pump and to revert to a backup plan until we shipped them a new battery cap. The pump will not be returned for analysis.